Manufacturer narrative:
No product will be returned for eval.

Event description:
On 03/19/2010, cde reported, pt was in the emergency room (ER) in (B) (6) using the infusion device. Assisted cde with retrieving pt's insulin history. Cde did not provide blood glucose levels or details on the pt's condition. Cde reported there was blood in the pt's infusion tubing upon arrival to the hospital. Submitted request for additional training. Multiple attempts to contact pt were unsuccessful. No product return was requested.